Event description:
Telemetry monitor showed a long pause. Pt checked and was sitting up in chair asymptomatic. Physician was notified and orders noted to discontinue lopressor. 1/27/99 pt converted to atrial fibrillation with rapid ventricular response. Pt was treated. The 1/25/99 pause was determined to be a telemetry monitoring problem instead of pt heart problem or drug induced pause.